Event description:
It was reported that the patient did not present to the routing follow up, so a remote follow up was performed. It was noted that ventricular events were recorded exhibiting noise and oversensing in the electrogram (egm). The device also exhibited pacing inhibition, however, there was no asystole noted, no syncope and no inappropriate therapy was delivered. The patient will continue to be monitored at this time. The implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects. Additional information provided indicates the right ventricular (rv) lead was explanted and replaced. In addition, as the replacement lead has a df4 connection and the explanted lead has a df1 connection, the ICD device was also replaced due to therapy upgrade. It is believed that the cause of the oversensing could be related to a mechanical damage to the lead. The ICD device will not be returned as it was replaced due to therapy upgrade and the explanted rv lead will not be returned as it was disposed by the explanting facility. No additional adverse patient effects were reported.